Manufacturer narrative:
Due to the incident not being reported at the time of occurrence, an evaluation of the cot was not conducted to confirm the alleged power issue. Medical information was not provided regarding the medic's alleged injury. It was reported a crew of 6 were operating the cot at the time of incident; however, it is unknown if all of the operators were trained on the operation of the cot. Sufficient instructions and warnings are contained in the IFU on proper handling of the cot with heavy loads as well as the potential for injury from the use of untrained operators and helpers.

Event description:
During a conversation with a customer, it was discovered in (B)(6) 2017, an incident occurred during a patient transport involving the subject cot. This alleged incident was not reported to the manufacturer at the time of occurrence. According to the customer, a medic crew was transporting a (B)(6) patient when the power feature allegedly did not operate while loading into the ambulance. The medic crew continued the loading process by utilizing the manual features and lifting the cot into the ambulance. The patient was not injured and the transport was completed without further incident; however, a medic is alleging they experienced abdominal pain during the lift. The medic sought medical intervention and the injury was diagnosed as a hernia and required surgery and time off work. The cot was not removed from service.